Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5mm 2cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at its nominal pressure. It was removed from the patient¿s body. Therefore, it was replaced with a new non-cordis balloon catheter and it was performed as plain old balloon angioplasty (poba) to complete the procedure. There was no reported patient injury. The lesion was the superficial femoral artery. The device was prepped without any issues. The device could cross the lesion. The device was discarded by mistake.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 5mm x 2cm x 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery. It was removed from the patient¿s body and replaced with a new non-cordis balloon catheter. A plain old balloon angioplasty (poba) was performed to complete the procedure. The device was prepped without any issues. The device was able to cross the lesion. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17681306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the product was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and procedural factors and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.